Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported a rad-97 "speaker malfunction" as the speaker is "too quiet." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The speaker's sound was found to be low even when at full volume. This was caused by the broken speaker housing causing the speaker to be loose inside the device.

Event description:
The customer reported a rad-97 "speaker malfunction" as the speaker is "too quiet." There was no patient impact or consequence reported.